Event description:
It was reported that the health care professional (hcp) requested a review of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and noted undersensing on the non-boston scientific right ventricular (rv) lead. Ts provided reprogramming recommendations for sensitivity, anti-tachycardia pacing (atp), and shock therapy parameters. No adverse patient effects were reported. This crt-d remains in service.